Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's is no longer able to hear any sound with the device. There is no report of any trauma or adverse events. Additional device assessment is scheduled on (B)(6) 2019.

Manufacturer narrative:
According to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation at the explanted device is necessary. Explantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user's is no longer able to hear any sound with the device. There is no report of any trauma or adverse events. Device assessment was performed on (B)(6) 2019. Clinical support reported that this is likely an ongoing implant failure. It has been recommended to the user not to use the implant. Should the user decide to have the device removed it will be explanted but re-implantation is not being considered. As of (B)(6) 2019 no decision was made by the recipient yet.